Event description:
It was reported that the tip of the rotawire detached. A stenosed target lesion was located at coronary artery. A 330cm rotawire selected for use. During the procedure, it was noted that the tip of the rotawire was fractured due to the calcified lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. It was further reported that the rotawire was kinked during preparation outside patient's body and no additional intervention was taken.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
It was reported that the tip of the rotawire detached. A stenosed target lesion was located at coronary artery. A 330cm rotawire selected for use. During the procedure, it was noted that the tip of the rotawire was fractured due to the calcified lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. It was further reported that the rotawire was kinked during preparation outside patient's body and no additional intervention was taken. Device evaluated by MFR: the device was returned for evaluation. A visual inspection was revealed that the wire had a kink on the distal tip. Also the welding on the distal section is worn by the friction with the rotablator.

Event description:
It was reported that the tip of the rotawire detached. A stenosed target lesion was located at coronary artery. A 330cm rotawire selected for use. During the procedure, it was noted that the tip of the rotawire was fractured due to the calcified lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.